Event description:
On (B)(6) 2012, it was reported that the display on the patient's infusion device is heavily damaged and the data shown is very difficult to read. The patient can only see a portion of the data because the display is partially broken and some segments of the display are broken. The patient also stated that the rubber covering the buttons on the device is worn. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.